Event description:
Allegedly the neck of the right artificial hip is broken during normal walking. The surgeon tried to extract the broken neck with the cork-screw, extraction was not possible, extraction rod broken, extraction of the complete stem, which was well fixed. Osteotomy of the femur, revision stem from zimmer.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02467, 02468.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.